Event description:
It was reported that, during a ureteroscopy procedure to treat stones, the fiber broke. The fiber was removed, and the procedure was completed using baskets. There were no patient complications.

Event description:
It was reported that, during a ureteroscopy procedure to treat stones, the fiber broke. The fiber was removed, and the procedure was completed using baskets. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in two pieces, confirming the reported fiber break. The tip was in good condition and the connector had no defects. The fiber passed the functional testing performed. Based on available information and analysis results, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break observed. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.